Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 1627487-2012-02810. It was reported, the pt had ineffective stimulation coverage. The physician decided to explant and replace the pt's leads with two octrode leads to give the pt low back coverage. The pt reported effective stimulation coverage postoperative.